Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to patient reports of headaches. The device was explanted on (B)(6), 2011. It is unknown if reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.